Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer reverted to alternate therapy for diabetes management. Additionally, it was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Pump supplies were changed and a correction bolus was delivered to address bg.